Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('abdominal pain') in an adult female patient who had essure (batch no. E26617) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2019, the patient experienced abdominal pain lower (seriousness criterion medically significant), dry skin ("dry facial skin"), mucosal disorder ("dry mucous membranes"), swelling of eyelid ("swollen eyelids"), vertigo labyrinthine ("crystals in right ear (peripheral vertigo)"), otitis externa ("ear canal infection"), ear pruritus ("ear canal itching"), diplopia ("visual disturbance (double vision)"), headache ("headaches"), tendonitis ("tendinitis"), neck pain ("neck pain"), arthralgia ("upper limb joint pain"), muscle spasms ("lower limb cramp"), paraesthesia ("tingling in the hands"), pruritus ("itching body and scalp"), rhinitis allergic ("allergic rhinitis"), hyposmia ("impaired sense of smell"), vertigo ("vertigo with a feeling of intoxication"), fatigue ("chronic fatigue"), dysphonia ("hoarse voice"), dyspnoea ("shortness of breath"), abdominal distension ("abdominal swelling"), nausea ("nausea"), aversion ("feeling of aversion"), depressed mood ("feeling of melancholy"), pollakiuria ("frequent urination 10 to 12 times in 24 hours"), bladder discomfort ("bladder always feels full"), vaginal discharge ("heavy translucent vaginal discharge") and skin odour abnormal ("change in body odour"). At the time of the report, the abdominal pain lower, dry skin, mucosal disorder, swelling of eyelid, vertigo labyrinthine, otitis externa, ear pruritus, diplopia, headache, tendonitis, neck pain, arthralgia, muscle spasms, paraesthesia, pruritus, rhinitis allergic, hyposmia, vertigo, fatigue, dysphonia, dyspnoea, abdominal distension, nausea, aversion, depressed mood, pollakiuria, bladder discomfort, vaginal discharge and skin odour abnormal outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, arthralgia, aversion, bladder discomfort, depressed mood, diplopia, dry skin, dysphonia, dyspnoea, ear pruritus, fatigue, headache, hyposmia, mucosal disorder, muscle spasms, nausea, neck pain, otitis externa, paraesthesia, pollakiuria, pruritus, rhinitis allergic, skin odour abnormal, swelling of eyelid, tendonitis, vaginal discharge, vertigo and vertigo labyrinthine with essure. The reporter commented: deterioration since (B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65 kgs. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 27-apr-2021. The most recent information was received on 03-may-2021. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('abdominal pain') in an adult female patient who had essure (batch no. E26617-inv) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2019, the patient experienced abdominal pain lower (seriousness criterion medically significant), dry skin ("dry facial skin"), mucosal dryness ("dry mucous membranes"), swelling of eyelid ("swollen eyelids"), vertigo labyrinthine ("crystals in right ear (peripheral vertigo)"), otitis externa ("ear canal infection"), ear pruritus ("ear canal itching"), diplopia ("visual disturbance (double vision)"), headache ("headaches"), tendonitis ("tendinitis"), neck pain ("neck pain"), arthralgia ("upper limb joint pain"), muscle spasms ("lower limb cramp"), paraesthesia ("tingling in the hands"), pruritus ("itching body and scalp"), rhinitis allergic ("allergic rhinitis"), hyposmia ("impaired sense of smell"), vertigo ("vertigo with a feeling of intoxication"), fatigue ("chronic fatigue"), dysphonia ("hoarse voice"), dyspnoea ("shortness of breath"), abdominal distension ("abdominal swelling"), nausea ("nausea"), aversion ("feeling of aversion"), depressed mood ("feeling of melancholy"), pollakiuria ("frequent urination 10 to 12 times in 24 hours"), bladder discomfort ("bladder always feels full"), vaginal discharge ("heavy translucent vaginal discharge") and skin odour abnormal ("change in body odour"). At the time of the report, the abdominal pain lower, dry skin, mucosal dryness, swelling of eyelid, vertigo labyrinthine, otitis externa, ear pruritus, diplopia, headache, tendonitis, neck pain, arthralgia, muscle spasms, paraesthesia, pruritus, rhinitis allergic, hyposmia, vertigo, fatigue, dysphonia, dyspnoea, abdominal distension, nausea, aversion, depressed mood, pollakiuria, bladder discomfort, vaginal discharge and skin odour abnormal outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, arthralgia, aversion, bladder discomfort, depressed mood, diplopia, dry skin, dysphonia, dyspnoea, ear pruritus, fatigue, headache, hyposmia, mucosal dryness, muscle spasms, nausea, neck pain, otitis externa, paraesthesia, pollakiuria, pruritus, rhinitis allergic, skin odour abnormal, swelling of eyelid, tendonitis, vaginal discharge, vertigo and vertigo labyrinthine with essure. The reporter commented: deterioration since (B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65 kgs. Lot number e26617is invalid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 3-may-2021: quality safety evaluation of ptc. We received an invalid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.